Event description:
Pt's mother saw sparks coming from bed. Nursing staff responded. Pt was in grandfather's lap in chair. No fire was seen, but room smelled "hot." Staff asked grandfather to pick pt up and carry out of room. Pt room door was shut. Fire alarm pulled and code red called to switchboard. Facilities management staff arrived. Room door opened and smoke noted. Unplugged the bed. Bed inspected. Flames noted, so fire extinguisher used to put out flames. Safety officer and fire department arrived. Received update. Other pts allowed to remain in rooms. Firemen removed bed from room and area. Per bed exam, fire originated near actuator motor capacitator.